Manufacturer narrative:
The returned device was visually examined for any abnormalities and the following was observed: crimped valve: one strut punctured through sheath, one strut bent, approximately 45 degrees at the inflow side. Post expanded valve: one valve frame strut remained bent, frame distorted, leaflets wrinkled and dehydrated due to storage condition (prolonged crimping) during the return handling process. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The device was returned to edwards lifesciences for evaluation, and the complaint for frame damage was able to be confirmed. An existing technical summary written by edwards lifesciences captures the root cause analysis for complaints evaluated for resistance with delivery system and valve frame damage as a result from increased push force. Product risk assessment (pra) is also captured in the technical summary, which applies to this complaint event. The risks outlined in the pra remain the same. The pra documents the difficulty advancing the delivery system through the sheath, resulting in difficulty or the inability to introduce delivery system/loader and advance through sheath, prolonging procedure, which did occur during this event. The root causes identified in the technical summary were reviewed, and the following were identified as applicable to this event: tortuous patient anatomy can create sub optimal angles that can lead to non coaxial alignment between the delivery system with crimped valve and sheath inner lumen during advancement, leading to resistance. Per imaging evaluation, patient's access vessels had tortuous anatomy. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub optimal angles during delivery system insertion that may lead to resistance. Per imaging evaluation, patient's access vessels had calcification. Excessive device manipulation/ high push force can lead to the valve struts interacting with the sheath shaft and resulted the strut damage at the valve inflow side. Per the description, it was noted that 'there was difficulty during insertion of the valve into the 16fr esheath+. The presence of the above factors can create challenging pathway during delivery system advancement, leading to resistance. More than one of these factors can compound to further exacerbate the patient procedural conditions and increase the likelihood of encountering resistance during delivery system advancement through the sheath resulted in frame damage. The technical summary also outlines the extensive manufacturing mitigations in place to detect a defect or nonconformance associated with this issue. There are several 100% in process inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing non conformance contributed to the complaint. In addition, assessment of the detailed instructions for use (IFU), device preparation training manuals, and procedural use training manual revealed no identifiable deficiencies. These mitigations (from manufacturing and the IFU/training manual) as identified in the technical summary are still in place to mitigate this issue. Based on available information, investigation suggests that patient factors (calcification, tortuosity) and/or procedural factors (excessive device manipulation, high push force) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr procedure with a 26mm sapien 3 ultra valve, there was difficulty during insertion of the valve into the 16fr esheath+. Upon review of the devices on flouro, there was a bent strut on the valve noted while in the esheath+ in the partially expandable portion. The esheath+, delivery system, and valve were removed and replaced with a 16fr esheath+ and new 26mm system. There was no issue with the new devices, the valve was successfully implanted with no injury to the patient. Per pre-decontamination observations of the returned device, a bent strut was protruding through strain relief of the esheath.